Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The target lesion was located in an unknown vessel. The 5.0x40, 135cm mustang balloon was inflated and ruptured. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).